Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, bone resorption, pain. Dentist removed implant. It shifted from its original position and reattached laterally.